Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 150cc's. The pt did not require any med intervention. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.